Event description:
It was reported that the patient presented for follow up via merlin.net. A review of the transmission revealed episodes of non-sustained right ventricular oversensing (nsrvo) caused by noise exhibited by the right ventricular (rv) lead. Noise had resulted in pacing inhibition; however, the patient was non-dependent. The patient was scheduled for replacement and the lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion that breached the ring electrode conductor cables lumen, with one of the ring electrode conductor cables etfe coating abraded consistent with friction to another device or feature of the patient anatomy located at the distal region of the lead. The cause of the reported event was isolated to the exposure of the abraded ring electrode conductor cable in the abrasion zone.

Event description:
Information received indicates that during isometric testing of the lead, inappropriate anti-tachycardia pacing (atp) and high voltage shocks were delivered. The patient was stable.